Manufacturer narrative:
(B)(4). Still under investigation.

Event description:
Upon removing the micropuncture sheath, the sheath broke in 2 pieces. The sheath was being removed over a wire. The broken pieces were successfully removed and no portion of the compliant device remains inside the pt. The pt did not require any additional procedures or experience any adverse effects due to this occurrence.